Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 14614.

Event description:
Following treatment of a heavily calcified, 4mm-diameter lesion in tibial artery via contralateral femoral approach, the 1.25 micro stealth 360 peripheral orbital atherectomy device (oad) crown seemed to decrease in speed and became stuck in the vessel. The physician believed they may have been subintimal throughout the procedure. The system was removed via the viperwire advance guide wire. Upon removal of the oad, patient's vessel intima was observed on the oad. Nitroglycerin was administered to prevent vessel spasm which is standard protocol for this patient. The procedure was deemed complete. Angiographic imaging looked fine. The patient was in stable condition.